Event description:
The MFR received info alleging a ventilator inoperative condition occurred and it would not power on. There was no pt harm or injury reported. The ventilator was evaluated by a third party service center and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the issue.

Manufacturer narrative:
This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.